Manufacturer narrative:
(B)(4). (B)(4). The reported event can occur due to , but is not limited to, incorrect gauge, incorrect locking mechanism, and/or device mix-up. It is possible that an incorrect gauge or locking mechanism was used in the assembly of the product, or that a 20/30 indeflator was packaged with the 20/20 ppack or the ppack was mislabeled. It is also possible that the mix-up occurred at the account. It was also reported that the physician used the product although it appeared that the incorrect indeflator was packaged. It should be noted that although the intended use of the product was the same, use after damage (mislabeling identified) is not recommended and could lead to potential adverse effects.

Event description:
Reporting status: malfunction. Reporting rationale: mislabeled product may impact device tracking. Device issue: mislabeled. It was reported that the physician found a 20/30 inflation device in a 20/20 priority pack kit. The physician used it anyway. No pt effects were reported. No add'l event or pt info is available.